Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath quartz contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event was requested but not received.

Event description:
Related manufacturer reference: 3005334138-2020-00296, 3005334138-2020-00297. During a pulmonary vein isolation procedure, a cardiac tamponade occurred. During transseptal advancing of the catheter, high pressure was displayed. Additionally, during ablation of the left sided pulmonary veins, high pressure was observed. The patient became hypotensive and an echocardiogram confirmed a tamponade for which a pericardiocentesis was performed to stabilize the patient. The patient was followed in the ccu for observation and was stable when leaving the or. The catheter was indicated as the likely cause, however the cause and location of the tamponade remains unknown. There were no performance issues with any abbott device.